Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that on (B)(6) 2024 the patient experienced an issue with 30 infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion. The infusion set is long for 48-72 hours. The site of insertion is thigh. The blood glucose level was 190 mg/dl. No further information available.